Event description:
Customer reported a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries, back plane, and x-ray tube. System operates as intended.